Event description:
A consumer reported that diamond clean charging case caught fire while charging. No injuries were reported. Minor property damage was reported.

Manufacturer narrative:
Device was not returned to confirm that a malfunction occurred.